Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device was coming apart. It was confirmed in testing conducted by a manufacturer service technician that the device was missing the retaining ring. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer.